Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the customer service rep (csr) documentation and recorded conversation since medical affairs specialist (mas) was unable to contact the pt to obtain further info. The pt normally tests his blood glucose at least four times a day and takes 50 units of lantus twice a day (am/pm) along with humalog taken based on meter results. On two days earlier, the pt tested his blood glucose before going to bed at night and reportedly obtained blood glucose "362 mg/dl" on the subject meter. As a result, the pt took 10 add'l units of humalog and the usual 50 units of lantus and went to sleep. Within a few hours (around 4 am), the pt reportedly woke up " sweating profusely, shaking and had a stomach upset", so the pt's wife gave him orange juice and the pt reportedly felt better after 15 mins. The pt did not attempt to reset his blood glucose after this; instead, he stated that he went back to sleep. According to the pt, his normal blood glucose before bedtime should be around 150 mg/dl only. The unit of measurement was set correctly to mg/dl at the time of testing. The memory in the meter does match. The testing technique and cleaning of the puncture area was correct at the time of testing. The pt's products have been replaced. This complaint is being reported because the pt claims he obtained an allegedly inaccurate high reading on the subject meter, administered insulin based on the alleged reading and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.